Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: 1) "do not touch the electrical contacts inside the videoscope cable connector. Charged coupled device damage may result." 2) "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." 3) "do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal." 4) "do not twist or bend the bending section with your hands. Equipment damage may result." 5) "do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; there was a loose t-nut. In addition to the gap between the acoustic lens and ultrasound probe, the evaluation findings are as follows: due to deformation of the forceps elevator knob, water tightness was lost, due to deformation of the "right/left" knob, water tightness was lost, due to damage, the forceps lever did not move smoothly, due to wear of the forceps elevator, the "up/down" knob cannot be locked securely, the grip had a scratch, the forceps elevator knob was dirty, due to deformation of the scope connector, water tightness was lost, the acoustic lens had a scratch and was damaged, the adhesive on the bending section cover had wear, the connecting tube's coating was peeling, the connecting tube had a scratch, due to wear of the angle wire, bending angle in the "down" and "right" directions did not meet standard value, and due to wear of the angle wire, the play of the "up/down" knob was out of standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope's connection from the flushing channel was loose. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was identified: there was a gap between the acoustic lens and ultrasound probe.